Event description:
The customer reported that a diagnostic fluoroscopic image was unable to be viewed. No pt death or serious injury or death was related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The video cable was evaluated and identified as requiring replacement. The customer elected to replace the cable themselves. No conclusion can be drawn as conclusively repair info is unavailable at this time and no add'l service info was provided.